Event description:
A lensar clinical application specialist reported on (B)(6) 2014, that during a training at a clinical site they lost suction during a procedure and the capsulotomy was etched into the pt's cornea.

Manufacturer narrative:
It was determined from the investigation that the incident root cause was due to pt movement. No surgical intervention was performed to preclude any permanent damage.